Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a malfunction of a liquid crystal display image being distorted was confirmed during product evaluation. The root cause of this condition was assigned to a distorted main display. The main display was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a liquid crystal display image being distorted. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.